Event description:
[Covid 19 vaccine] treatment under emergency use authorization(eua): customer came for second moderna shot in (B)(6) clinic. Appeared vanishpoint syringe 3ml syringe needle did not retract and was left in person's arm. Syringe was placed in sharps before discovered. Do not know lot number. Vaers report filed. (B)(4). Sent consumer to emergency room for removal. FDA safety report ID# (B)(4).